Manufacturer narrative:
Visual inspection of the returned device revealed that the balloon was torn. Examination of the device showed a radial tear at the balloon, approximately 3 mm from balloon proximal tip. Damage was observed at the distal tip of the introducer sheath. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1203906) indicated that the mynx lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional peripheral catheterization procedure on (B)(6) 2012. Access was obtained with a 7f sheath (model unknown). Pre-procedure femoral angiogram showed no evidence of pvd in the access site; however, pvd was present in the iliac region. The patient was anti-coagulated with heparin peri-procedure. Following the procedure, the physician who is in training with the mynx, selected the mynxgrip vascular closure device 6f/7f for femoral arterial closure. It was reported that the balloon ruptured at the arteriotomy (the sealant was not deployed). Access was lost when the buddy wire was removed; however it is unknown if the buddy wire caused the balloon rupture. A femostop was applied on the patient. The patient was discharged to home the same day ((B)(6) 2012).